Event description:
It was reported that customer experienced cartridge alarms. There was no adverse impact to the customer¿s blood glucose level. Cts assisted caller in loading a new cartridge following proper load technique and insulin therapy was resumed.